Event description:
Customer reported noticing a big difference between the blood glucose readings versus the sensor glucose readings. Customer stated that the numbers were off by nearly forty points. Customer's blood glucose reading was 110 mg/dl and the sensor was reading 150 mg/dl. The difference was noted to be nearly thirty six percent. Customer also mentioned lost sensor alarms and experiencing very low sensor glucose readings. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.